Event description:
The surgeon inserted a 3 piece collamer lens model cq2015. The lens was inserted into the eye and the lens went into the eye inverted. There was also a small lens tear that was noticed after the lens was inserted. The lens was implanted and there was no patient injury.